Manufacturer narrative:
Reporting institution name -(B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the customer experienced check vent blower stalled, and check vent aux supply failed. The ventilator was being set up for patient use. The field service engineer (fse) advised the error description of blower stalled means the software determined that the blower cannot produce sufficient pressure, or the blower speed signal has failed. The fse also advised the error description of auxiliary alarm supply failed means three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. Further information is pending.

Manufacturer narrative:
The authorized service provider replaced the blower, cpu board and motor controller board.

Manufacturer narrative:
The field service engineer was able to confirm and duplicate both the blower stall and auxiliary alarm supply failure. The authorized service provider replaced the blower.